Manufacturer narrative:
Additional info has been requested. H3, h6: investigation could not be completed, no conclusion could be drawn as no device was returned. Device history record review has been requested.

Event description:
Pt implanted with 3.5 periarticular proximal humerus plate was returned to the operating room seven months post operatively for revision orif proximal humerus. The plate broke at the head/neck and 2 of the 3.5 locking screws backed out of the plate. All broken pieces were removed. This is the first of three reports of this event.